Event description:
The surgeon reported, the phaco handpiece was not working efficiently. The patient was examined the following day of surgery with corneal haze and descemet's folds noted. The patient outcome was noted as good.

Manufacturer narrative:
The phaco handpiece is returning for in-house testing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4)